Event description:
Related manufacturer report #: 2017865-2023-42781. It was reported that the implantable cardioverter defibrillator (ICD) exhibited a battery performance alert. A procedure was scheduled to explant the ICD. Prior to the procedure, externalization was observed on the patient's right ventricular (rv) riata lead. The procedure was aborted and was to be performed at a later date in a different facility. The patient was stable.